Event description:
This site has an operational mr system. A small metal table was brought into the mr exam room. The table subsequently was pulled into the mr's magent bore. The table was removed from bore. There were no injuries.